Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as the garment is rubbing her skin causing a burn. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed vaseline ointment and aloe vera for the skin irritation follow up indicated that the skin irritation improved.